Manufacturer narrative:
Investigation results: none of the nupro mint products (mint, spearmint, or peppermint), contain pvp. An email was sent confirming this to (B)(6), (B)(6), and (B)(6) with (B)(6) and (B)(6) on copy on (B)(6) 2025. The compositions that were checked and provided were the following part numbers: (B)(6). Failure mode: patient reaction. Root cause: not determined. It is not possible to determine if the allergic reaction was caused by the prophy paste. Conclusion code: indeterminable.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a patient had an reaction to the fine mint w/f cups nupro after a recent dental cleaning. No injury was reported after the alleged event.